Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: always confirm that the decimal point placement is correct when entering bolus information. Incorrect decimal point placement can prevent you from getting the proper amount of insulin that your healthcare provider has prescribed for you.

Event description:
It was reported that customer accidentally delivered too much insulin by incorrectly entering bolus value into pump. The customer's blood glucose (bg) level subsequently decreased to 51 mg/dl. Customer went to the emergency room and was treated with "IV [intravenous line]". Tandem technical support (tts) educated the customer on ensuring they always follow prompts on pump screen to avoid accidental over delivery of insulin. Customer declined further troubleshooting with tts and declined to provide further information.